Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected range. Analysis of the device memory also indicated pacing capture threshold in the rv was elevated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with fatigue. The right ventricular (rv) lead exhibited high thresholds as well as high impedance. Device interrogation revealed that there was a sudden rise in capture and impedance. It was also noted there was no capture in unipolar or bipolar at maximum output. A lead fractured was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was undefined. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.